Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. (B)(4). Reportability for the patient¿s death. The patient expired due to cerebrovascular hemorrhage more than two years post initial implant procedure. Any adverse events that could lead to cerebrovascular hemorrhage had not been revealed until the patient expired. For these aspects, the patient¿s death is not reportable.

Event description:
In a literature review, the following information was obtained. K, oka., et al. "Results of thoracic endovascular aortic repair (tevar) using gore tag." Japanese journal of cardiovascular surgery (0918-6778). Vol.24(3). 287. On (B)(6) 2009, the patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis (tg3115/7001116). The patient tolerated the procedure. On (B)(6) 2009, a follow-up did not reveal endoleaks. Aneurysm diameter was 50mm. On (B)(6) 2009, the patient was discharged of the hospital. On (B)(6) 2010, infection was suspected, and a pseudoaneurysm around the distal end of the tg3115 was revealed. Antibiotics were given to the patient. On (B)(6) 2010, in six-month follow-up, aneurysm diameter had shrunk to 42mm. On (B)(6) 2010, a pseudoaneurysm around the proximal end of the tg3115 was revealed. On (B)(6) 2010, the thoracic aorta was replaced with a surgical graft, and its distal end and the proximal end of the tg3115 were anastomosed. On (B)(6) 2010, in one-year follow-up study, aneurysm diameter was 42mm. On (B)(6) 2012, the patient suffered from cerebrovascular hemorrhage, and medications were given to the patient. On (B)(6) 2012, the patient expired due to the cerebrovascular hemorrhage.